Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds, no capture and had dislodged into the outflow tract. It was noted that the patient experienced dizzy spells. A temporary lead was implanted for backup overnight and the rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.